Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery for patellar dislocation, the osteoraptor screw thread was broken. The procedure was successfully completed after a non-significant surgical delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a partial anchor and some suture material was returned, the suture material is still through the suture window of the anchor and the anchor is fractured at the proximal end, all of the items have debris on them. A review of the customer provided images finds the complaint device, with the anchor and suture material disengaged from the implantation device, on a smith + nephew box. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.